Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. According to the medical records, the patient suffered from chronic lung disease and had a history of pulmonary embolus. The filter was successfully deployed and the patient tolerated the index procedure well. There were no reported immediate complications. It was also noted on the death certificate, that the patient expired from congestive heart failure (listed as the immediate cause of death), with underlying causes of pulmonary hypertension secondary to pulmonary embolism, bilateral deep vein thrombosis and diabetes mellitus almost three years post implant. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural or post-implant images available for review the reported event of perforation could not be confirmed. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00346 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The following additional information received per the patient profile form indicates that the patient expired two years and eleven months post implantation. According to death certificate, the patient¿s immediate cause of death was congestive heart failure. The conditions listed which may have led to the cause of death are pulmonary hypertension, secondary to pulmonary embolism, deep vein thrombosis (dvt) and diabetes mellitus. The patient suffered from ulcers in both legs which may have contributed to the death but did not result in the official cause given. Per the medical records, the patient suffered from chronic lung disease and had a history of pulmonary embolus. The filter was successfully deployed and the patient tolerated the index procedure well. There were no reported immediate complications.